Event description:
A customer contacted baxter's technical service center regarding a medical question. The caregiver stated that home patient had just got back from the hospital and the doctor gave medications to be added to the last bag. Product surveillance spoke with the nurse on (B)(6) 2010: the pd nurse, stated that the patient went to the emergency room (ER) for peritonitis and was treated with gentamicin in the ER and was given vancomycin (IV drug) to be added to the solution but the hospital could not administer the drug to the bag, as there is no pd nurse in the ER. The patient went to the clinic and the nurse administered the vancomycin. The nurse stated that the patient has recovered from the peritonitis. Additional information received from the nurse on (B)(6) 2010: the pd nurse was called to confirm the cause of the peritonitis. The nurse stated that she believes it is technique but she really has no idea. The patient has been retrained. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.